Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the pump was flipping in the pocket. There were no environmental, external or patient factors that may have led or contributed to the issue, diagnostics or troubleshooting performed or actions or interventions taken to resolve the issue. The issue was not resolved at the time of the report. Per the reporter, the managing physician wanted a mesh pouch available before revising the pump pocket to properly secure the device. The patient status was noted as alive, no injury and no further complications were reported or anticipated.